Manufacturer narrative:
On february 13, 2026, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned device revealed that the breast implant was found to be ruptured. The evaluation determined that the possible cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now.

Event description:
It was reported that a patient underwent primary breast augmentation with a 390cc mentor memorygel boost breast implant on the left breast. Post-operatively, the patient was diagnosed, via MRI, with left breast implant rupture. As a result, the patient underwent breast implant removal surgery on (B)(6) 2025.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 14, 2026, mentor received additional information that indicated that the patient actually experienced left breast trauma and was diagnosed via MRI and ultrasound, with left breast implant leak. The patient also developed left breast capsular contracture (baker grade unspecified) and right breast implant gel bleed. In addition, mentor became aware that the correct suspect medical devices were 375cc mentor gel implants. On january 21, 2026, mentor received additional information that indicated that the correct suspect medical devices were: (left) 375cc mentor memorygel breast implant catalog: 3507375bc lot: 5866874 sn: (B)(6) and (right) 375cc mentor memorygel breast implant catalog: 3507375bc lot: 5866874 sn: (B)(6). The replacement devices were: (left) 390cc mentor memorygel boost breast implant catalog: smpb390 lot: 2114594 sn: (B)(6) and (right) 340cc mentor memorygel boost breast implant catalog: smpb340 lot: 2096055 sn: (B)(6). A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On february 4, 2026, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This medwatch form is for the left breast prosthesis. Capsular contracture on the right breast will be reported under mrn: 1645337-2026-01128.